Event description:
Customer alleged the chair will not show fully charged even when tests of batteries show they are charged. Customer also alleged that chair will not climb the small ramp for her to get into house. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdx3-ps, serial number/date code (B)(4) is approximately 5 years and 9 months old. The owner's manual part number (B)(4) rev k (apr-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged malfunction; the tdx3-ps power chair allegedly does not show batteries as being fully charged, even though when the dealer tested the batteries, off the chair, they were charged. The consumer alleges that when she takes the power chair to the grocery store, it works fine, but when she returns home, the chair will not climb the small ramp for her to gain access to her home. No injury alleged. Potential for stranding the user is a potential for injury.